Event description:
It was reported to philips that the flexvision pc was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex-vision pc was unable to boot up. Upon troubleshooting, fse performed system tests and found that the os (operating system) could not run normally, the pc could not read the os disk and motherboard was defective.. It was confirmed that the flex-vision pc was defective. To resolve the issue, fse replaced the flex-vision pc and hard disk. The defective flex-vision pc was returned to philips for failure analysis and the cause of the failure was found to be battery voltage, which was lower than the standard. After the replacement of the flex-vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.